Manufacturer narrative:
(B) (4). Eval summary: neither the device nor x-rays were provided for eval. The device was in vivo for 10 years. Based on the info provided, the cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records confirmed that the tibial component was mfg, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to the tibial component loosening.